Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis removed and replaced with an ambicor penile prosthesis due to "scrotal erosion." It was later reported that the cause of the erosion was due to the sphincter cuff, also involving the pump. The patient today is in stable condition.